Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.

Event description:
Patient reports exceeding the initial 10-month treatment plan as patient is at 2+years into treatment and the bottom teeth are still not to satisfaction. Additionally, a lot of movement of lower front teeth make it uncomfortable to floss and bite food. The lowers are poor fitting. Patient reports failure of the lower arch to move due to the v-like shaped tooth blocking movement. The dentist is concerned with the movement on lower teeth and stated that the lower teeth will not align properly unless interproximal shaving is performed. The patient was referred to periodontist due to mobility (#24-26) caused by bite as the back teeth don't touch and the front teeth are rubbing against the lowers when biting down. Byte cst (clinical support team) confirmed mobility and advised a 14-day rest period on left side. Re-evaluation confirmed mobility wnl (within normal limits).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.